Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of clamp issues / damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: unknown, batch number#: unknown. It was reported by customer that there was an incident where the safety clamp on tubing did not engage when it was removed from the pump. Reported there was no patient harm, device was taken out of service and sent to biomed. Verbatim#: rcc received a complaint via email. Email(s) attached. Xx with anesthesia reported that "a while ago" there was an incident where the safety clamp on tubing did not engage when it was removed from the pump. Reported there was no patient harm, device was taken out of service and sent to biomed.

Event description:
Material#: unknown; batch number#: unknown. It was reported by customer that there was an incident where the safety clamp on tubing did not engage when it was removed from the pump. Reported there was no patient harm, device was taken out of service and sent to biomed. Verbatim#: rcc received a complaint via email. Xx with anesthesia reported that "a while ago" there was an incident where the safety clamp on tubing did not engage when it was removed from the pump. Reported there was no patient harm, device was taken out of service and sent to biomed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.